Event description:
Brush heads shooting off the handle/bristles fall off - oral-b power care refills [device breakage]. Case narrative: consumer reported via phone that one of the brush heads shot off the handle and bristles fell off another brush head. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
03-apr-2026 - product investigation results - product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush heads shooting off the handle/bristles fall off - oral-b power care refills [device breakage] . Product counterfeit - oral-b [product counterfeit] . Case narrative: consumer reported via phone that one of the brush heads shot off the handle and bristles fell off another brush head. No injury was reported. 03-apr-2026: product investigation results : the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.